Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, an air bubble was observed in the infusion set cannula. Reportedly, the customer primed the infusion set tubing by via fill tubing and insulin delivery was resumed. Customer's blood glucose was 93 mg/dl.